Manufacturer narrative:
G4: 04aug2020. B4: 04aug2020. The helpdesk engineer could not confirm the reported issue. The defective humidifier is not a philips product. No malfunction occurred with our device.the helpdesk engineer stated the defective humidifier will return back to the manufacturer. There is no allegation of our device not meeting its performance specifications, or otherwise perform as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported unit alarms as it does not recognize the connected ¿heater wire". The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.